Event description:
The customer reported that this defibrillator failed to discharge.

Manufacturer narrative:
The factory has not yet rec'd the device for eval and this complaint is still under investigation.